Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving three separate products, associated with mdrs# 2937457-2014-00393, 00394, 1225714-2014-00845, 00847 and 00848.